Event description:
In 2008, the patient reported that he experienced a bent cannula that caused a 04 (occlusion) error on his infusion device. He stated that he normally uses an 8mm cannula but ordered a 10mm cannula instead. He stated that the infusion site had been in use for 2 days. He stated that he was able to clear the error by inserting a new infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.